Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was tracking the shipment of their products and reported that their blood glucose had been over 600 mg/dl and had diabetic ketoacidosis for two to three days. They stated that they had been wearing the same infusion set for eight to nine days. They were advised that the recommended usage for the infusion set was no more than two days. The customer was advised to switch to a backup plan until the arrival of their supplies. The customer was offered an emergency supply delivery, but the customer declined. Nothing further was reported.